Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. A photo was provided and reviewed. The photo shows the device laying in the tray with 2 3-way stopcocks. An instruction sheet, not provided by cook, was also included in the return with steps to use the 3-way stopcock with the hemospray device. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, no catheters were provided. Powder was observed on the exterior of the returned product and within the tray. 2 3-way stopcocks were provided, 1 of which contained a build up of darkened powder. A build up of powder was noted within the nozzle. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device did not spray as returned. The co2 cartridge did not audibly discharge and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray as intended. Attempts to clear any possible occlusions of the nozzle using a thin wire were unsuccessful. The handle was disassembled. The tubes were disconnected for removal of any powder. Small amounts of loose powder without clumps was present both in the front tube connecting the on/off valve to the powder chamber and in the back tube connecting the powder chamber to the low pressure valve. Within the powder chamber's center cannula large amount of loose powder without clumps was present, occluding the center cannula. A visual inspection of the powder chamber's diffuser plate found it to be clear. The darkened powder was removed from the 3-way stopcock containing build up and was tested with a phenolphthalein test kit and tested positive for the presence of blood. The low pressure valve was disassembled and evaluated. All the internal components were intact. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an accumulation of powder within the device's internal components. The device was returned with 2 stopcocks, 1 of which was found to contain powder which tested positive for the presence of blood using a phenolphthalein test kit. Catheter occlusion, or occlusion of the returned stopcock, can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. Additionally, in the return was an instruction sheet, not provided by cook, for the use of this device with a 3-way stopcock. The use of a 3-way stopcock is not an approved method for use with a cook hemospray device. The instruction for use warn: "no modification to this equipment is allowed." This includes the addition of a 3-way stopcock to the system. The use of the 3-way stopcock and it's subsequent occlusion, or restriction of powder flow, is the most likely root cause for this occurrence. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that a 3-way stopcock was used with the hemospray device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that after all product preparation steps were completed, the physician began spraying hemospray for hemostasis. After approximately five sprays, it was noticed that the powder output had decreased, it was found that the air pressure had become significantly weak, and the device was no longer able to spray [unable to spray-subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.